Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿...the tibia radiographically is pretty inconspicuous. There is only minor radiolucence and no cavities. The pe is not visible, with no indirect signs for problems. The talar component shows little radiolucence around the pegs. There is a little bit of condensed bone and theoretically some loosening could be assumed, here. There is a clip at the medial malleolus, which is very close related to both components the tibial tray and the talus. Therefore it cannot be excluded, that this is the reason for the planned revision. Nothing is mentioned regarding this implant. If the contact and resulting metal debris is the reason for the revision, this has to be regarded as a surgical related issue. Which is reflected in the assessment of the (partially) user related issue in the table above." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components for reasons that are not available at the time of this report.